Manufacturer narrative:
Corrected data: the initial MDR included the incorrect model number. The model number has been corrected in this report. Corrected data: the initial MDR included the incorrect serial number. The serial number has been corrected in this report.

Event description:
Interrogation of the returned generator found that it was programmed to settings indicative of a programming anomaly or incomplete diagnostic test. A review of programming history found that a faulted system diagnostic was performed on (B)(6), 2005. Although some of the settings were adjusted, the off time was left at 60 minutes.

Manufacturer narrative:
Analysis of programming history.